Event description:
When the surgeon was utilizing an introducer kit for a gastrostomy feeding tube into a patient, a 2mm plastic tip flaked off and fell into the abdominal cavity. The surgeon elected to leave it, as attempting to retrieve it would have caused more damage.